Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringes with needles luer slip are bent, with the numbers erased when pulling the plunger. The syringes did not work. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: a sample was received, and it is possible observe the scale marking missing and barrel crack. DHR review: the batch record was verified and the manufacturing date for this batch was april 07th to 13th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 1 hour at 24 parts; qn review: no quality notification (qn) could lead to this issue for the batches involved in this complaint are observed. Maintenance review: evaluating the maintenance records displayed the occurrence sap# (B)(4) - that could related to defect. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. DHR, quality notification, and maintenance analysis were performed. The maintenance order sap#(B)(4) potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe the scale marking missing and barrel crack. The probable cause for the defect is related to barrel jam at marking machine entrance, allowing the defect product flow of the process. To correct the defect the maintenance order sap#(B)(4) was performed and concluded at 13th april 2017.